Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an 8.2 cm abdominal aortic aneurysm. Vessel morphology was moderately tortuous with a one cm short aortic neck which had a 20 degree angulation. It was reported that the stent graft was inadvertently pulled down during deployment and was placed 5 cm lower than the intended location. The physician elected to place a second bifurcated stent graft within the first bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion: (stent graft was inaccurately delivered by the user). Other: secondary intervention.